Event description:
Meter name: basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: felt low, shaky. A patient reported they were not able to get a reading. Their meter allegedly would not power and it was displaying clean test area also. The result on their meter was clean test area first and then no power. Not able to get a blood reading at all. No comparison was performed. Customer treated self by eating something. Customer replaced battery and still no power.